Event description:
It was reported that a system error 2240 (air in tubing) alarm occurred during use on the homechoice. It is unknown if the patient was connected at the time of the alarm. This occurred during the previous therapy; the technical service representative (tsr) was unable to troubleshoot the alarm. The tsr reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.